Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2018, product ID 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department symptomatic with a heart rate in the 40¿s and hyperkalemia. A remote transmission showed t-wave oversensing (twos) on the right ventricular (rv) lead which was causing pacing under the lower rate. The parameters on the lead were reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.